Event description:
Customer called in to report that her shields were too large and causing her pain and bleeding.

Manufacturer narrative:
Attempts to follow up with the customer to get add'l complaint info and to get the product back are ongoing. The customer originally reported that the shields were causing pain and bleeding and she went to her doctor who prescribed an antibiotic. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Reported issues of pain and discomfort for all breastshields 8107084 (87073) do not fit are being investigated under (B)(4).